Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was 365 mg/dl. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. Customer states drive support cap appears to be normal. Customer states insulin pump history contains more than one motor error alarm. Customer declined troubleshooting for high blood glucose. Customer advised the pump will need to be replaced. Advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.